Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a year post implantable cardioverter defibrillator (ICD) implant, the patient was experiencing a fever and an infection. It was confirmed that the tricuspid valve and the right ventricular (rv) lead had vegetation. The implantable cardioverter defibrillator (ICD) system was removed, and a mitral valve replacement (mvr) was performed. No further patient complications have been reported as a result of this event.